Event description:
Literature: castano b, benito j, pires f, ferreira s, lopez r, vidal j. Delirium secondary to intrathecal baclofen. Spinal cord. 2009; 47(6):477-480. Summary: this is a retrospective study, based on a review of the clinical histories of a total patients from 1988 to 2007. It is reported that 12 patients presented with delirium related to intoxication or withdrawal of intrathecal baclofen (itb) in patients with a constant flow infusion system. Eight cases of delirium were reported to be due to intoxication. Four cases of delirium were reported to be due to withdrawal. There were no fatal cases. All patients had spinal cord injury. Event: it was reported that one patient experienced delirium due to intoxication. Neuropsychiatric symptoms of delirium due to intoxication included: incoherencies; agitation; sleepiness; insomnia; disorientation; hallucinations and confusion. Psychiatric manifestations were present for 1-3 days; symptoms did not persist beyond the third day. Therapeutic interventions used consisted mainly of modifications of the itb dose and supportive measures, such as prescription of neuroleptics. The average time from the pump implantation to the presentation of the intoxication symptoms was 8 months (from day 1 to 4.5 years).